Manufacturer narrative:
(B)(4). Batch # p94l2d. Investigation summary: the device was returned with no apparent damage. The device was connected and tested on a gen11. During functional testing the clamp arm of the device did not open and close accordingly. The lever did not fully actuate the clamp arm. The device was sent to x ray and it was noted that the link pin was not present. The instrument was disassembled to inspect internal components, and a cracked y link was found. In addition, the link pin was confirmed not present. The issue with these components resulted in the clamp arm not working as designed. The noise issues reported could have been made by internal damaged components. No conclusion could be made as to how the component were damaged or missing. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaws became not to close when the hand was grasped in 2 hours. Also, a cracking sound was heard from the inside of the device. Another device was used to complete the case. There were no adverse consequences to the patient.